Event description:
Patient's anatomy was characterized by an angulated aorta and tortuous iliac arteries. With placement of the main body graft, a catheter was placed into the right renal artery, and a puff of contrast revealed good placement of the graft. An angiogram of the contralateral side observed an impingement upon the graft lumen. Another manufacturer's stent was deployed within the graft at the site to reduce the angle noted in the vessel, and increase flow through the leg graft. During the final angiogram, a slight proximal endoleak was viewed. Proximal sealing stent was re-ballooned with no resolve to the endoleak. A decision was made to conclude the procedure and monitor the endoleak status. It was believed that the endoleak may resolve itself. At conclusion good flow was observed through the contralateral leg graft.